Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that this right ventricular (rv) lead dislodged and exhibited loss of capture. A ventricular perforation was discovered and this rv lead was explanted and replaced. No additional adverse patient effects were reported.